Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0268039. Our records show that this is the only instance of a this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the sample submitted by the facility has been reviewed by our team of quality engineers. During visual analysis of the device, they were able to identify two tears in the septum. Closer inspection of the edge of the tear revealed a jagged edge which is indicative of torsion stress which can occur during both use and manufacture, but the observed damage is not common to the manufacturing process. Leakage testing of the affected unit was unable to replicate the reported leakage in either the actuated or unactuated configuration. At the conclusion of our review our engineers were unable to determine a root cause, for the observed damage. H3 other text : see h.10.

Event description:
It was reported five bd q-syte luer access split septum had leakage issues. The following information was provided by the initial reporter, translated from chinese: "it occured in the department of hematology, where the connection between the connector and the infusion set leaks fluid during the infusion process. The number of affected q-syte was 5, including 3 leaks during injection of ordinary liquid and 2 leaks during blood transfusion."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported five bd q-syte luer access split septum had leakage issues. The following information was provided by the initial reporter, translated from (B)(6): "it occured in the department of hematology, where the connection between the connector and the infusion set leaks fluid during the infusion process. The number of affected q-syte was 5, including 3 leaks during injection of ordinary liquid and 2 leaks during blood transfusion".